Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06177 and 08609).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, dislocation was noted on an unknown date. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received revealed patient experienced a dislocation due to shaving legs. Subsequently, patient had a closed reduction performed on an unknown date. Product identification is now known.